Manufacturer narrative:
The investigation of the returned patient cassette has been finalized. No deviation was found with the patient cassette. Evaluation of the received device logs shows that the reported issue occurred in the end of the case. Alarms for low minute volume and low positive end expiratory pressure were generated together with the technical error alarm. The measured inspiratory and expiratory parameter values in the trend log indicate that the gas delivery was incorrect. The issue seems to have been corrected itself after 2-3 minutes since all measured values returned to normal. The system checkout prior to and after the reported event passed without deviations. Prior investigations of similar failure modes have found that a stuck plate/disc in the inspiratory valve may lead to the reported issue. The root cause of a stuck valve in prior case has not been possible to fully determine by the performed tests and analysis. Different methods to simulate a stuck valve have been used. The valve has been exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods correspond to what made the valve to get stuck at the hospital.

Event description:
(B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on patient, there was problem to deliver gas to the patient and a technical error indicating an airway pressure sensor error was generated. There was no patient harm. (B)(4).